Manufacturer narrative:
The device was received for evaluation with approximately 197ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. The device was connected to the patient and expected to run for 24 hours. The next day, the device was noted to not have infused any solution. The device had been filled with fluorouracil and sodium chloride solution to a total fill volume of 220ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.